Manufacturer narrative:
Patient city: (B)(6). Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On 03-june-2024, it was reported by the patient that infusion set tape not sticking after contact with water. No further information was available